Manufacturer narrative:
The device was returned due to detachment of device header. Device was received without any telemetry. Visual inspection found the device with a broken header which is consistent with explant damage. Session record indicated that device had reached end of service and no anomaly was noted. Longevity assessment was performed, and device displayed normal battery depletion.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during an explant procedure for normal elective replacement indicator (eri), detachment of the header of the device occurred. The device was explanted and no intervention was required. The patient was in stable condition.